Manufacturer narrative:
H3: investigation results - the revision reported is most likely the result of instability secondary to changes in soft-tissue function since the time of the initial surgery and/or patient-related issues. However, this cannot be confirmed as the devices were not available for evaluation, and pre-revision radiographs and images of the explanted devices were not provided.

Event description:
As reported, approximately 3.5 years post initial right total knee arthroplasty, the 60 y/o female patient presented to the surgeon¿s office in 2019 with complaints of pain, swelling, and instability. After examination, the patient was scheduled for a revision right tka with a possible poly swap. During that surgery, the poly was removed, and the patient was revised to a crc size 17mm poly. The sales rep was unable to obtain photos or x-rays. The devices are not available for evaluation; discarded by the hospital. No additional information is known to the sales rep.

Manufacturer narrative:
As reported, approximately 3.5 years post initial right total knee arthroplasty, the 60 y/o female patient presented to the surgeon¿s office in 2019 with complaints of pain, swelling, and instability. After examination, the patient was scheduled for a revision right tka with a possible poly swap. During that surgery, the poly was removed, and the patient was revised to a crc size 17mm poly. The sales rep was unable to obtain photos or x-rays. The devices are not available for evaluation; discarded by the hospital. No additional information is known to the sales rep. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain, swelling, instability, and subsequent revision cannot be conclusively determined; however, it is most likely patient-related conditions. These devices are used for treatment not diagnosis.